Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The device was returned without the over-sheath. The handle felt disconnected from the most distal section of the device, due to the separation between yoke and control wire and the clip could not be opened. It was also found that the clip arms were bent and the catheter was kinked at the distal section. Microscope examination was performed, and it was found that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. It was also observed that the bushing had hits on its hooks, the clip arms were misaligned, and the capsule tabs were opened, indicating excessive force applied on the device, during the procedure. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. No other issues with the device were noted. According to this evidence, it is possible that during the procedure, the customer pulled back the handle and as a result of the bushing out of specification, the capsule move down getting over the bushing, and this condition contributed to the yoke detaching from the control wire and consequently the impossibility to open the clip arms. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was not used per the instructions for use(IFU)/ product label, as the over-sheath was completely removed off the device.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was stuck and could not be opened. The procedure was completed with another resolution clip device. Additionally, it was also noted that over-sheath was completely removed off the device prior to the procedure, which is outside the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the bushing had hits on its hooks and out of specification; therefore, this is now an MDR reportable event.